Event description:
Allergan aesthetics received a report of a leak from an internal complaint laboratory investigation with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Device was returned for evaluation. Device evaluation found a leak from coolant tank fitting. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.